Event description:
It was reported that when using the bd pyxis¿ anesthesia station es screen was blinking and would not stay powered up. Customer stated that device was rebooted and worked fine for a short time, but then went back to blinking. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-aug-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the issue with uninterruptible power supply (ups). A field service engineer (fse) reset, disconnected and rebooted the station to resolve the issue. The system functioned as intended after the field service engineer repaired the device.